Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter phone: (B)(4). Device evaluated by MFR: received product consisted of a sterling mr balloon catheter loaded on the related guide wire. The balloon was loosely folded, with 6.7cm of the guide wire sticking out of the tip and 270cm out from the port/exit notch. There was dried contrast in the balloon and inflation lumen (shaft). Inspection revealed tip damage (flared with wire inside), balloon damage (bunching), inner shaft damage (buckling) located 12mm from the proximal bond. The inner diameter (ID) could not be measured as the guide wire could not be removed from the shaft. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that the catheter became stuck on the guidewire. The 80 percent stenosed lesion was located in the mildly tortuous left superficial femoral artery. An unspecified sheath was inserted and the lesion was accessed using a crossover approach. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced over a v-18 control wire and the balloon was inflated. After successful dilation, an attempt to remove the balloon from the patient was made; however the guidewire was firm in the shaft of the balloon. The balloon and the guidewire were pulled out of the patient together. Another 4.0mmx60mmx135cm (4f) sterling balloon catheter and a new v-18 control wire were selected for use. The lesion was dilated again. After successful dilation, an attempt to remove the balloon from the patient was made; however the guidewire was firm in the shaft of the balloon. The balloon and the guidewire were pulled out of the patient together. The procedure was completed with a new balloon and wire. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter phone: (B)(6).

Event description:
It was reported that the catheter became stuck on the guidewire. The 80 percent stenosed lesion was located in the mildly tortuous left superficial femoral artery. An unspecified sheath was inserted and the lesion was accessed using a crossover approach. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced over a v-18 control wire and the balloon was inflated. After successful dilation, an attempt to remove the balloon from the patient was made; however the guidewire was firm in the shaft of the balloon. The balloon and the guidewire were pulled out of the patient together. Another 4.0mmx60mmx135cm (4f) sterling balloon catheter and a new v-18 control wire were selected for use. The lesion was dilated again. After successful dilation, an attempt to remove the balloon from the patient was made; however the guidewire was firm in the shaft of the balloon. The balloon and the guidewire were pulled out of the patient together. The procedure was completed with a new balloon and wire. There were no patient complications.